Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 9f 11cm avanti plus catheter sheath introducer (csi) broke off while inside of the patient. There was difficulty removing the sheath prior to observing the separation, and it was removed by pulling it out manually. The separated segment was subsequently removed from the patient by the physician, who retrieved it manually with his hands. There were no reported injuries to the patient. Additional details were requested but were not provided. The device was not returned as expected.